Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the jaws were not stuck on the tissue and there was no adverse effect to the tissue. There was no unexpected tissue removal or bleeding that occurred. The instrument worked all the time, and it was used two-three times prior to the event. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend could not open and close the jaw. The user was completing the procedure as planned to use a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. Additionally, the instrument was found to fail imprecise motion. The instrument was installed on an in-house system and initially failed the self-test which caused the blade to become exposed. The instrument was reinstalled, and the initialization test was bypassed. The instrument's jaws opened but failed to close properly. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and failed the initialization test 3 out of 3 attempts. The system displayed the error "self-test failed. Remove instrument. Warning: blade may be exposed." There were no errors found in the procedure logs. The instrument had a dislodged grip ring washer and retaining ring, causing the grips to not close, which led to the instrument failing self-test/homing (initialization), and an exposed blade in most cases. The instrument was found to have a dislodged washer at the grip ring. The washer is loosely placed and moving freely. The grip ring moves freely up and down the grip drive adapter. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed the initialization test. The initialization test was bypassed, and the jaws opened but did not close.